Event description:
It was reported that the system was explanted due to vegetation on pacemaker leads. The source of infection was undetermined. The physician doesn¿t believe that the infection was due to the pacemaker implant. Patient was stable. Related manufacturer reference number: 2938836-2019-03056, related manufacturer reference number: 2938836-2019-03057.

Manufacturer narrative:
Analysis was normal. No anomalies were found.